Event description:
It was reported that the 25khz straight tip fell off when being used with a universal handpiece during a procedure. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported event of the tip falling off was not duplicated and no failures were confirmed. Upon visual inspection, there were no observed failures that could lead to the reported event. Based on subject matter expert consultation, if the tip is not fully torqued it may fall off. If the tip breaks off at the angle nut it may fall off; however, this was not confirmed.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the 25khz straight tip fell off when being used with a universal handpiece during a procedure. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.